Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: according to the surgeon the instrument moved to the wrong direction as the master movement was doing. The surgeon¿s head was inside the console when the issue occurred, and he was trying to manipulate the instrument. The movements of the surgeon scaled appropriately to the instrument. The timing of the instrument was appropriate. There was no shakiness or friction experienced. The issue was persistent. There was no injury to the patient. There was no instrument-to-instrument r system arm to arm interference. There were no external collisions.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm maryland bipolar forceps instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were exposed. The conductor wire insulation was damaged, but the internal wire was not frayed or fully broken. Visual inspection revealed no signs of missing parts. The instrument passed an electrical continuity test. Additional observation: the instrument was found to have thermal damage to the yaw pulley. The yaw pulley had charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grips) was exposed that would not normally be exposed. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation. Correction: h8. Was updated to initial use of device.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.